Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and a clear liquid was noted inside the cam mechanism. No occlusions or leaks were noted. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the pressure test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. The customer asked for photos of the valve mechanism to see : if the base plate had turned in the valve casing: no, the valve casing and base plate were sitting correctly. If the base plate was deformed or bent : no deformation of the base plate was found. If the pillar of the cam was deformed or bent: no deformation or bend of the cam pillar. If the cam was deformed: no deformation of the cam was found. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Additional information from the affiliate stated: with regards to (B)(4), I would like to ask you to ship the device back to japan after investigation. We have received this request from the facility today. Request 1: we would like to ask you not to dismantle the device for investigation. The surgeon would like to know if there was any damages with the device. Request 2: we also would like to know about when we would be able to receive the valve. (B)(4). I explained to the rep regarding the disassemble and confirmed with him if you would not reassemble the device, you would not need to return the device to us. Therefore, please proceed the investigation and dismantle the device. No need to reassemble and no need to return. My apology for the confusion I might have caused. With regards to your question: regarding the leaned issue what you are saying is that the valve casing has moved inside the silicone housing? Yes, I would like you to check that. And also please check the base plate was possibly moved inside the valve casing. As I asked you at the first place, please check the following parts as well. (Please send us the photos of each component) if the base plate itself was leaned inside the plastic case. If the base plate was deformed or bended at any level. If the post of the cam was deformed, bended or leaned. It the cam itself was deformed or leaned.

Event description:
The affiliate reported: the device was implanted via l-p shunt. Doi and the initial setting pressure was unknown. The revision surgery was conducted due to pressure programming problem on (B)(6) 2014. The setting pressure of the removed valve was unknown. The kind and the setting pressure of the replaced valve is not informed. Details will be informed as soon as (B)(4) receive them from the facility.